Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The o2 cell was replaced and the ventilator passed all functional and safety tests and was cleared for clinical use. The replaced part was not returned for investigation. Ventilator logs confirms the reported o2 concentration alarms. Since the replaced part was not returned for investigation, the root cause of the event has not been determined.

Event description:
It was reported that during patient treatment, the measured value of o2 concentration did not correspond with the set value. There was no patient harm. Manufacturer's ref #: (B)(4).